Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. The customer's blood glucose was 364 mg/dl. The cause could not be determined; however, customer reported using the infusion set for greater than 48 hours. Tandem customer technical support informed customer that the infusion set shouldn't be worn for more than 48 hours, as it can lead to decreased efficacy. Customer changed supplies and resumed insulin delivery successfully.